Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorial 8/2.75 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The quantum maverick monorail 8/2.75 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.